Manufacturer narrative:
Reason for reoperation is late onset seroma. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "had breast cancer, she under gone ultrasound and shown fluid on the side of the implant, she had 10 year old implant, the surgery was performed in sydney". The device remains implanted.